Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: USA. Hospital employee did not check filters before taking the container into the sterile field during the setup process. Patient had been given a paralytic before surgery. Before the patient had been opened, it was noticed in the operating room that the filters contained holes going all the way through the filters which matched the pattern of the holes in the container. They did not have another set available, so they had to cancel surgery. All med watch submissions related to this report are: 2916714-2018-00004, 2916714-2018-00005.

Manufacturer narrative:
Product was forwarded to manufacturer for investigation. Manufacturer performed complaint history for two years prior to complaint and there were no other similar complaints on this part number. CAPA currently not required. Manufacturer performs in-process qa checks. Aesculap performs finished device inspections on incoming products and no other issues were noted. We will continue to monitor for this condition.